Manufacturer narrative:
Manufacturing site: (B)(6), registration number: (B)(4). The soft guide wire was returned for evaluation. The separated tip that had been retrieved during the procedure was not returned. The coil was found unraveled and fractured at approximately 230mm from the mid solder originally located at 25mm from the tip. At approximately 24mm distal to the mid solder, the exposed core was found bent and fractured. Observation by sem revealed that fracture ends of the coil, and core were necked by tensile stress. Above findings suggested that the core was fractured at approximately 1mm from the tip, and the coil with the ball tip was separated at approximately 2mm from the tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with removal had most likely contributed to the observed fracture on the returned soft guide wire. The applied stress would exceed the product design limit likely when the tip was being trapped, and restricted its movement by the existing stent, made the core and coil become break off. It was concluded that this event was not attributed to product quality. Because the separated tip was not returned, a possibility could not be completely rule out that fragment(s) could be left in the patient. Instructions for use (IFU) states: warnings: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; warnings: if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move, or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; warnings: do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guide wire may break or break apart; and, malfunction and adverse effects: separation of the guide wire.

Event description:
It was reported that the coil of an asahi soft guide wire detached during a pci to treat a 90% occlusion in the lad #6. The soft guide wire was used to protect an existing stent in the lcx. An asahi sion blue guide wire was advanced to the main lad to deploy a stent. After stent deployment, the soft guide wire was removed when its coil was found separated. The separated part was removed by snaring. The pci was successfully completed with re-established blood flow. The physician commented that the soft was caught by the existing stent, and made the coil to unravel. The patient as fine after the procedure without any adverse effects associated with this event.